Manufacturer narrative:
The root cause of the reported complaint has been linked to insufficient design margin between variation in material properties of the cast base and the 40 nm (newton-metre) torque specification. Variation in material strength in the cast base in combination with the increased torque could lead to over-torqued threads that allow loss of caster stem pre-load and stem breakage.

Event description:
The hospital reported the therapist was rolling the unit out of a storage room, and the wheel snapped. The therapist reportedly tried to catch the falling unit, and, in doing so, strained her shoulder. The therapist was seen by a physician but no treatment was provided.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.